Manufacturer narrative:
A supplemental MDR is being submitted for device history review (DHR) performed. The section h10 (narrative text) of this report has been updated. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event.

Manufacturer narrative:
Addition of h6 codes: method, result and conclusion.  The edwards sapien xt transcatheter heart valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No relevant photo or imaging was provided. Due to the work order information was not provided, the effective revisions at the time of original implantation were referenced. The inspections and tests described are representative of the processes that the sapien xt valve would have undergone during manufacturing. The following manufacturing mitigations are in place at edwards lifesciences to ensure all sapien xt valves meet the valve specification. Per procedure, the leaflet components undergo inspection for leaflet thickness, and visually inspected for mechanical defects. During the production flow testing, the coaptation test is performed per procedure. The valves are 100% visually inspected before and after being attached to holder per procedure. Prior to final packaging, 100% visual inspection was performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) or lot history review was unable to be performed as no work order number was provided. Due to the valve serial number / work order information was not provided, the effective revision of IFU at the time of original implantation was referenced. Due to the observed complaint, the IFU for sapien xt thv with novaflex+ delivery system was reviewed for warnings, precautions and potential adverse events associated with bioprosthetic heart valves and transcatheter aortic valve replacement (tavr) procedure. Accelerated deterioration of the thv may occur in patients with altered calcium metabolism. The thv must remain hydrated at all times and cannot be exposed to solutions, antibiotics, chemicals, etc. Other than its shipping storage solution and sterile physiologic saline solution to prevent leaflet damage that may impact valve functionality. Thv leaflets mishandled or damaged during any part of the procedure will require replacement of the thv. Do not use the thv if the tamper evident seal is broken, the container is damaged, leaking, the glutaraldehyde storage solution does not completely cover the thv, the temperature indicator has been activated, the thv is damaged, or the expiration date has elapsed. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: structural valve deterioration (wear, fracture, calcification, leaflet tear / tearing from the stent post, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other); valve regurgitation; valve stenosis. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints was unable to be confirmed. Due to the unavailability of a returned device or relevant imagery, no potential manufacturing non-conformance was able to be determined. A review of manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), structural valve deterioration (svd) is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The structural valve deterioration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation, calcification and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ¿patient who underwent an implant of a 23mm sapien xt valve six years ago. As reported, patient presented now with severe calcification stenosis and mild regurgitation of the valve, with a mean gradient 40mmhg¿. Per edwards durability testing of sapien xt valve, it meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requiring 200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability. In this case, the reported sapien xt valve was implanted approximately 6 years, which exceeded the 5 years. In this case, due to insufficient information, a conclusive root cause was unable to be determined at this time. However, patient factors (end-stage renal insufficiency) may have contributed to the event.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances was identified during evaluation. No labeling or IFU / training inadequacies were identified; therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction of implant date. The following sections of this report have been updated:  b5 (description of event or problem), d4 (serial number and expiration date), d6 correction (implant date), and h4 (device manufacture date).

Event description:
The sapien 3 valve was implanted in the aortic position.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited information was provided, the cause for the valve degeneration at 6 years post implantation is unknown; however, patient factors (end-stage renal insufficiency) and the mechanisms described above may have contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 6 years post implant of a 23mm sapien xt valve the patient presented with severe calcification stenosis and mild regurgitation, with a mean gradient 40mmhg. The sapien xt valve was re-dilated with a 22mm balloon valvuloplasty catheter. Then a 23mm sapien 3 valve by transfemoral approach was implanted.  The procedure was uneventful, and the valve was successfully deployed. The patient is stable. No further information is available.